Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the stored electrograms. The noise was reproducible with isometric testing. Since no appropriate therapies delivered, physician opted to monitor the lead.